Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had a difficult approach. A nrg transseptal needle was used for transseptal puncture and a safari2 guidewire was used to deliver the watchman sheaths. A watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were initially attempted. The 27mm closure device was deployed and partially/fully recaptured approximately 10 times without meeting acceptable release criteria. The watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were removed and exchanged for a watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system. Implant was attempted in a posterior/inferior position on the laa. The 24mm closure device was deployed and partially/fully recaptured approximately 8 times without meeting acceptable release criteria. The watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system were removed and exchanged for the original watchman trusteer access system and a new 27mm watchman flx pro closure device and delivery system. While preparing the equipment for this next attempt, the physician noticed a pericardial effusion (pe) via intracardiac echocardiography (ice) imaging. The physician decided to proceed with the final attempt at laa closure. The new 27mm watchman flx pro closure device was deployed, met release criteria and was fully released. The physician then assessed the size of the pe, which was located in the left atrium and left ventricle apex, measuring 5mm. Pericardiocentesis was performed and 240cc of blood was drained from the pericardium and re-transfused to the patient via central venous line. The patient remained stable throughout the laa closure and pericardiocentesis with heart rate remaining steady at 70-80 beats per minute and blood pressure stable at a systolic reading of 120-150mmhg. The patient was administered protamine. The pe resolved and the patient transferred to the cardiac care unit for observation. The patient is expected to have a full recovery and inpatient stay for 1 or 2 nights. The physician believes the cause of the pe was from the numerous equipment exchanges, during the deployment and recaptures with the 24mm closure device. It was further confirmed that the patient was discharged home two days post-procedure.

Manufacturer narrative:
B5: patient status updated.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had a difficult approach. A nrg transseptal needle was used for transseptal puncture and a safari2 guidewire was used to deliver the watchman sheaths. A watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were initially attempted. The 27mm closure device was deployed and partially/fully recaptured approximately 10 times without meeting acceptable release criteria. The watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were removed and exchanged for a watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system. Implant was attempted in a posterior/inferior position on the laa. The 24mm closure device was deployed and partially/fully recaptured approximately 8 times without meeting acceptable release criteria. The watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system were removed and exchanged for the original watchman trusteer access system and a new 27mm watchman flx pro closure device and delivery system. While preparing the equipment for this next attempt, the physician noticed a pericardial effusion (pe) via intracardiac echocardiography (ice) imaging. The physician decided to proceed with the final attempt at laa closure. The new 27mm watchman flx pro closure device was deployed, met release criteria and was fully released. The physician then assessed the size of the pe, which was located in the left atrium and left ventricle apex, measuring 5mm. Pericardiocentesis was performed and 240cc of blood was drained from the pericardium and re-transfused to the patient via central venous line. The patient remained stable throughout the laa closure and pericardiocentesis with heart rate remaining steady at 70-80 beats per minute and blood pressure stable at a systolic reading of 120-150mmhg. The patient was administered protamine. The pe resolved and the patient transferred to the cardiac care unit for observation. The patient is expected to have a full recovery and inpatient stay for 1 or 2 nights. The physician believes the cause of the pe was from the numerous equipment exchanges, during the deployment and recaptures with the 24mm closure device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had a difficult approach. A nrg transseptal needle was used for transseptal puncture and a safari2 guidewire was used to deliver the watchman sheaths. A watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were initially attempted. The 27mm closure device was deployed and partially/fully recaptured approximately 10 times without meeting acceptable release criteria. The watchman trusteer access system and 27mm watchman flx pro closure device and delivery system were removed and exchanged for a watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system. Implant was attempted in a posterior/inferior position on the laa. The 24mm closure device was deployed and partially/fully recaptured approximately 8 times without meeting acceptable release criteria. The watchman fxd single curve access system and a 24mm watchman flx pro closure device and delivery system were removed and exchanged for the original watchman trusteer access system and a new 27mm watchman flx pro closure device and delivery system. While preparing the equipment for this next attempt, the physician noticed a pericardial effusion (pe) via intracardiac echocardiography (ice) imaging. The physician decided to proceed with the final attempt at laa closure. The new 27mm watchman flx pro closure device was deployed, met release criteria and was fully released. The physician then assessed the size of the pe, which was located in the left atrium and left ventricle apex, measuring 5mm. Pericardiocentesis was performed and 240cc of blood was drained from the pericardium and re-transfused to the patient via central venous line. The patient remained stable throughout the laa closure and pericardiocentesis with heart rate remaining steady at 70-80 beats per minute and blood pressure stable at a systolic reading of 120-150mmhg. The patient was administered protamine. The pe resolved and the patient transferred to the cardiac care unit for observation. The patient is expected to have a full recovery and inpatient stay for 1 or 2 nights. The physician believes the cause of the pe was from the numerous equipment exchanges, during the deployment and recaptures with the 24mm closure device. It was further confirmed that the patient was discharged home two days post-procedure.

Manufacturer narrative:
The device was not returned for analysis as the device was contaminated; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.